Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received a failed self-test alarm. The customer's blood glucose was below 150 mg/dl at the time of incident. The customer's mother stated that the failed self-test alarm was recurring. The customer's mother stated that a basal was not programmed before the alarm occurred. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during the self-test due to faulty connector on remote frequency board. No cosmetic damage noted during physical inspection.